Manufacturer narrative:
Batch review performed on 31-may-2021. Lot 1811361: (B)(4) items manufactured and released on 10-apr-2019. Expiration date: 2024-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional devices involved batch review performed on 31-may-2021. Gmk-sphere 02.07.1205r tibial tray fixed cemented # 5 r (k090988) lot 1900540: (B)(4) items manufactured and released on 23-may-2019. Expiration date: 2024-05-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0511fr tibial insert fixed sphere flex #5/11 mm r (k140826) lot 186080: (B)(4) items manufactured and released on 27-nov-2018. Expiration date: 2023-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting mid-flexion instability 1 year and 9 months after the primary surgery. The surgeon revised all implants and converted the patient from a sphere knee to a hinge knee. The surgery was completed successfully.